Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There were wear and tear damage to the enclosure, front cover, cracked tank cover, faded line cord, and the heater looked like it would not pass safety/electrical test. During functional testing, the tank was filled with water, temperature check was attached, plugged in line cord, and turned on power switch. After the device ran normally, the heater of the reported device was tested on the safety/electrical test. The reported problem was not duplicate; however, the heater failed the safety/electrical test. The root cause of the reported issue could not be determined with the provided information. The enclosure, tank cover, front cover, heater, reflux plug and line cord were replaced. A performance maintenance (pm) was completed, device passed functional and delivery tests. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was overheating. No patient injury was reported.